Event description:
The pt tested the blood glucose on the suspect device at 11:24pm and obtained a reading a 446mg/dl. Pt then took 8 units of insulin per the reading and used a sliding scale. At 2:00am, pt's spouse noticed that pt was drenched in sweat and woke pt. Per pt's spouse pt was disoriented and not conscious. They went to the kitchen and tested pt's blood glucose on the suspect device and the result was 30mg/dl. Pt's spouse gave pt orange juice to drink. No other treatment provided.